Event description:
It was reported that threads into the screw are broken off on the locking holding sleeve-standard for matrix device. This is for a warranty replacement only. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) for this lot has been requested. Placeholder.

Manufacturer narrative:
Item was received with broken threads. Item is not repairable. The cause of the issue is unknown. There are two known ncrs associated with this part and lot number. Ncr us1054049 refers to the etch missing. Ncr us1092231 refers to the incorrect decontamination process used. These ncrs are unrelated to the reported issue. This item was scrapped on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted /explanted. The additional evaluation (service history review) can not be performed as this is a lot controlled item. The product development evaluation states that 03.616.042 is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a longer locking holding sleeve 3.616.043. No us matrix technique guide includes these instruments. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. These drawings call out the appropriated dimensions, material and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of this instrument. The us matrix technique guides do not include part numbers 03.616.043 or 03.616.042. Without instructions for these part numbers, these instruments are susceptible to failure. Product received date updated per decontamination form.

Manufacturer narrative:
The first receipt of this lot was released april 9, 2012; the second receipt was closed may 3, 2012 and no parts were released to the warehouse; and the third receipt was released december 13, 2012. The device review history (DHR) results are as follows: rms company manufactured the locking holding sleeve ¿ standard for matrix, p/n 03.616.042, and lot number 6839777. The supplier¿s certificates of compliance (dated march 29, 2012 for the first receipt and october 4, 2012 for the third receipt) indicate the parts were manufactured to p/n 03.616.042, revision ¿c¿ for the first receipt and revision ¿d¿ for the third receipt, and that the lots met the required specifications. The first receipt was inspected to the synthes, tabulated incoming final inspection sheet number (B)(4), revision ¿b¿ (completed april 4, 2012) and the third receipt was inspected to incoming final inspection sheet number (B)(4), revision ¿e¿ (completed december 13, 2012). Ncr number (B)(4) (dated april 4, 2012 for the first receipt of this lot) was written for undersized outer diameter on the threads of 2 pieces of the 40 inspected and missing etch on 1 of the (B)(4) pieces inspected. The 3 parts were returned to rms and the ncr was closed on april 5, 2012. The 3 pieces were reworked and returned to synthes as the second receipt of this lot; however, the parts were again returned to the supplier to be reworked to revision ¿d¿, prior to inspection. The 3 pieces were reworked and returned to synthes as the third receipt and conformed to all inspection requirements.